Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a nurse via the manufacturer representative (rep). It was reported that the patient was implanted for vascular facial pain with two leads in the occipital area. The patient complained about a stimulation increase when she's working in her office. It seemed that the office was lying under a high-voltage line. Those disturbances stopped when the stimulation was off, but when stimulation was off, the patient's pain returned. The problem would be resolved because the patient asked to move to another office without any high-voltage line around.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they suffered interference in the workplace due to the presence of a high-voltage line. The stimulator temporarily malfunctions and causes them pain because the stimulation becomes too strong. They would like to know if there is equipment to protect his stimulator or if they should consider working in another agency (possibility of being transferred without difficulty). At their work they were offered to install a "cage" against this type of waves in their office but will not be protected as soon as they would get out.